Event description:
During a laparoscopic roux-en-y gastric bypass, an endo stapler misfired x1 [endo gia # egiaunivxl]. This was observed concurrently by the surgical team and a new stapler was immediately used. No injury to pt. The product representative from coviden was informed of this occurrence and took not only the stapler in question, but other lot numbers of staplers from the facility. The facility has not been informed there are problems with any type of coviden stapler. These are the lot numbers that were taken back by the product rep: endo gia # egiaunivxl. Eeaxl2535.